Manufacturer narrative:
The e601 module serial number was (B)(6). The e411 analyzer serial number was not provided. The e801 analyzer serial number was not provided. Qc was not performed on the e601 module prior to performing the tests. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." For the e601 module: calibration and qc were acceptable. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation is ongoing.

Event description:
The initial reporter complained of positive results for 2 patient samples tested for elecsys hiv combi pt (hiv combi) and elecsys hiv duo (hiv duo) on a cobas 6000 e601 module, an e411 analyzer, and an e801 analyzer compared to the diasorin method. This medwatch will cover hiv combi. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv duo results. On (B)(6) 2025, patient 1 hiv combi result from the e411 analyzer was "positive." The specific result was not provided. On (B)(6) 2025, the hiv combi result from the e601 module was 4.04 coi (positive). The repeat result was 3.11 coi (positive). On (B)(6) 2025, the diasorin method results were hivag 0.208 s/co (negative) and hivab 0.676 s/co (negative). On (B)(6) 2025, the hiv duo result from the e801 analyzer was 2.69 coi (positive). The hiv result from an unspecified molecular method was "negative." The specific result was not provided. On (B)(6) 2025, patient 2 hiv combi result from the e411 analyzer was "positive." The specific result was not provided. The hiv combi result from the e601 module was 7.67 coi (positive). On (B)(6) 2025, the diasorin method results were hivag 0.241 s/co (negative) and hivab 0.306 s/co (negative). On (B)(6) 2025, the sample was repeated on the e601 module with an hiv combi result of 7.72 coi (positive). On (B)(6) 2025, the hiv duo result from the e801 analyzer was 2.78 coi (positive). No questionable results were reported outside of the laboratory.

Manufacturer narrative:
False positive results may occur with the elecsys hiv combi pt assay as the specificity is less than 100%. The investigation did not identify a product problem.